Event description:
It was reported that there was implantable neurostimulator (ins) battery depletion. When the patient had the ins battery replaced in 2011, it had to be replaced ¿too soon¿. This was in 2011, and noted that the patient had the non-rechargeable battery the first time. The patient was told it would last five years but it only lasted less than one year, so they put a rechargeable battery in her hip. Information regarding cause of battery depletion and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).